Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the customer's (B)(4) report the probe would not work. The vendor did not bring a back up and the patient remained under anesthesia for greater than 6 hours. There was no patient harm beyond extended anesthesia time. The procedure was an rf ablation of liver tumors.